Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m5584t. Additional information requested and received: was any portion of the target tissue stapled or cut when the knife stopped? --- yes. If yes, were the staple line and cut line approximately equal in length? --- no information. The sales rep reported additional information. Leakage pancreatic juice (grade a) was diagnosed by the rising of amylase level of drainage. The patient is monitored with drainage and the amylase level is coming down on the day 5 after the operation. Hospitalization is longer than planned. The amylase level: day 1st after op; 10000, day 2nd; 15000, day 4th; 3000. The sales rep said the doctor thought there was no issues with shapes of the staples of the 2nd firing. The analysis results showed that one gst60t reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a test ec60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a laparoscopic distal pancreatectomy, the knife of a psee60a loading the reported gst60t stopped on the way of the 1st firing on the pancreatic parenchyma. Until then, pulse firing was conducted. The cartridge was gst60t. Although the battery was reset, the device was not activated. The knife was returned with the knife reverse switch. Before the event, two intestine clips were put side by side on the target tissue for compression. Then, one minute was taken for closing and then, the target tissue was compressed for about three minutes prior to firing. Another gst60t was loaded into the same psee60a and used to complete the case without problem. The firing was conducted at one stroke until motor sound changed and then, pulse firing was conducted. There were no adverse consequences to the patient.